Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on and the status indicator is flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until a failed self-test on (B)(6) 2009 due to a low battery. The device is then left in fault mode until (B)(6) 2010 and again left in fault mode until (B)(6) 2010. The pad-pak was removed and re-inserted a further 5 times until (B)(6) 2011. There is also a record of temperatures at the time of the fails below freezing. The device failed its self-test on (B)(6) 2009 due to a low battery. The fail was caused by the device being stored in a location where it was not adequately stored and exposed to adverse environmental conditions. By leaving the device in fault mode and the user ignoring the low battery warnings, the battery became further depleted. The pad-pak was so depleted it could not power up the device. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.